Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf uni-directional navigation catheter and during the ablation phase, the patient experienced pericardial effusion that required further treatment (specifics unknown) and prolonged hospitalization. It was reported that during a pulmonary vein isolation procedure, the patient got pericardial effusion. Blood pressure decreased to very low levels and the patient was transferred to another clinic for further treatment. Procedure has been not successfully completed. The physician's opinion on the cause of this adverse event is procedure and patient condition. Patient required extended hospitalization, but details about the further treatment are not available. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided. The full UDI is currently not available. On 25-jun-2024, the product investigation was completed. As the device was not returned. An analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. If additional information is received, regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).